Manufacturer narrative:
The device was returned after the patient death. Interrogation of the device revealed the device was above eri when received. The device functionality was tested at the bench and no anomalies were found.

Event description:
It was reported that the patient was unresponsive at home and expired on (B)(6) 2018. It was reported that the cause of death is unknown. The physician believes there was undersensed ventricular fibrillation (vf) that may have contributed to the death of the patient. Further, review of device event on (B)(6) 2018 indicated that the therapy was not delivered by the device. The device was explanted. No further information is available at this time.